Manufacturer narrative:
This report is submitted on september 6, 2018.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced a performance decrement leading to loss of connection to the internal device. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. This report is filed on october 25, 2018.

Manufacturer narrative:
This report is filed on december 06, 2018.